Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4). The customer reported troubleshooting and repairing the device by replacing the gas delivery engine (gde). The suspect gde is expected to be returned to carefusion, in which upon completion of an evaluation, a supplemental report will be submitted.

Event description:
The customer reported that while using the avea ventilator, the oxygen is reading out of tolerance. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the blender was able to duplicate the reported issue. The blender could not be calibrated and fio2 was out of tolerance. This reported issue will be tracked and internally investigated.